Event description:
The patient had an erosion spot on the pump pocket. The patient was referred to neurosurgery and surgical intervention was planned for early (B)(6). The patient status at the time of this report was ¿alive-no injury¿. The device system was delivering lioresal. It was later reported that the patient was being taken to surgery on (B)(6) 2015. The neurosurgeon was not replacing the pump. The tissue above the pump was not compromised, so the surgeon was putting the pump deeper. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient's pump pocket did not have a sore. Per the physician, the pump was located close to the surface and the physician implanted the pump deeper. It was also noted that the patient had been seen by a physician for botox. Information received from the hcp reported the symptom the patient experienced was wound dehiscence. The cause of the event was skin erosion. The pump was moved from the subcutaneous space to subfascial. The patient recovered without permanent impairment.